Event description:
On 8/9/2024 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The user's mother reported the user was hospitalized after receiving approximately 120 units of insulin. The incident occurred when a continuous glucose monitor (cgm) error appeared on the ilet, and due to a language barrier, the family, who speaks only arabic, misunderstood the message and added more insulin to the cartridge without properly rewinding the pump or disconnecting it. As a result, the user experienced a blood glucose level drop to 52 mg/dl. Ems was called, and the user was admitted to the hospital on (B)(6) 2024. The user received juice and cookies as treatment.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able within the limits of bg-run mode. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure to follow instructions in the user guide and on the user interface when changing the insulin cartridge, resulting in unintentional delivery of insulin.